Manufacturer narrative:
The investigation for the reported renal failure has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the renal failure could not be determined.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The instructions for use for the impella cp with smart assist system state the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). B5 updated with additional information. H6 added health effect - clinical code 1888. H6 added impact code 4641. H6 added component code 925. D6a and d6b added h6 clinical code 2041 changed to 3261 in manufacturer device report 1220648-2024-07684. H1-corrected type of reportable event in supplemental report 1220648-2024-07684-01 to death.

Event description:
Updated information received from the study site: the subject developed post-operatively liver and kidney failure, as well as respiratory insufficiency in combination with va-extracorporeal membrane oxygenation (ECMO); resulted in patient's death. The subject also experienced access site bleeding.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
Information from the study reported a 70-year-old patient received support from an impella cp smartassist heart pump and extracorporeal membrane oxygenation (ECMO) due to acute myocardial infarction / cardiogenic shock. The patient was reported to develop postoperative liver and kidney failure as well as respiratory insufficiency. The patient was intubated and treated with medication but ultimately died. The study doctor's initial assessment is that the event may be related to the impella heart pump or the impella procedure. No further information is currently available.

Manufacturer narrative:
Updated b5 with additional information that was received. Added h6 health effect - clinical code, medical device problem code, health effect - impact code h6 component code missing added 925.

Event description:
Further information was reported that the patient had access site bleeding and received a transfusion.

Event description:
Per medical safety officer review: use of the device cannot conclusively be associated with the outcome of death. Patient's peri-procedural condition was critical.

Manufacturer narrative:
B5 additional information added b2 outcomes: death should have been blank. H1-corrected type of reportable event to serious injury on manufacturer device report. H6 health effect - impact code 1802 reported incorrectly on manufacturer device report.